Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and valve leak and/or damage.

Event description:
Healthcare professional reported right side "rupture" of a saline device. Additionally, healthcare professional reported "particles in valve" and "hold in valve." Device has been explanted.